Event description:
It was reported by the customer that the device would not initialize/power up. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.